Event description:
The balloon on the trocar would not fully inflate. The attending was unsure if it was a product malfunction or user error. Manufacturer response for trocar, auto suture structural balloon trocar (per site reporter): unsure, however, due to this being a possible user error as well, the sales rep is being called to come in for education for the surgeon.